Manufacturer narrative:
This supplemental report is being submitted to provide an additional reportable malfunction identified during repair. During the subject device repair, an additional reportable malfunction of a gap of adhesive between the distal end and z-block was identified.   Foreign material found has been attributed to insufficient cleaning. As reported by the customer, however, it was unknown if the device was cleaned, disinfected, and sterilized before it was sent to olympus for repair.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, whitish foreign material was discovered in the device air/water channel. The following additional findings were also noted: lack of color of the air/water cylinder, wear of the angle wire leading to play of the up/down and right/left knobs, deformation of the bending tube, scratch on the connecting tube, adhesive around objective and light guide lenses had discoloration, and corrosion of the left arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer¿s evis exera ii duodenovideoscope device was returned for an annual routine asset inspection, with no complaint reported at the time of the return. Upon the receipt and inspection of the returned device on 07nov2023, it was discovered that the air/water channel had foreign material in it. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.